Event description:
Patient presented to the physician with redness and weeping at the neck incision site. Physician examined the area and determined a superficial skin infection. Physician prescribed antibiotics.